Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The device was evaluated. Mixing pump malfunctioned. The mixing pump was replaced during the pm. The device passed all tests per (B)(4) rev 0 and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Initial reporter name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was low flow in an arctic sun device. Per review of wo on 05aug2025, there was no patient involvement. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the temperature in cable-nellcor was damaged. Per sample evaluation results received via task on (B)(6) 2025, it was reported that they noted the heater and mixing pump have also malfunctioned.